Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had surgery to have the intellis implantable spinal cord stimulation system surgically implanted in my low back. Patient reported they think the design of the battery that was implanted in their back would benefit from being redesigned, as the square shape of it was quite uncomfortable. Patient reported they think making it an oval shape instead of a square shape would feel much better. As it is now, the battery box is square and patient can feel the corners of it in their back. Patient reported they can rub their hand over the outside of their back and feel the rounded corners of the box sticking out. Pt stated that if they have an itch on their back and they go to scratch that, and if they brush their hand lightly across it, it's very painful.  Pt stated that they were so drugged up from the surgery, they don't think it started upon implant. Pt stated that they had it implanted on (B)(6), probably the following week, like (B)(6) or so they started noticing it. Pt stated that they expected it to be better now 5 weeks post-op. Pt mentioned they spoke to their hcp earlier this week regarding this and they have an appointment with them (B)(6) they think it is. Pt stated that they will be having an x-ray sometime before appointment to make sure everything is still in place. Patient believed that if it were oval shaped it would feel much better, as it would more closely fit the shape and curves of a human body. Right now it's just a block implanted in their low back and it's very noticeable that it is there. Patient reported they believe a more rounded shape would fit more seamlessly. Additional information was received from the patient. The patient reported that the ins had been sticking out/painful since the day it was implanted. The patient had an appointment with the doctor who implanted the device on (B)(6) 2021 and it was decided that another surgery was needed to move the ins about 2 cm down towards the belt line. The issue was not resolved. The patient felt like the pain was getting worse. The patient noted that last night it felt like it moved toward their side. Driving/sitting against car chair is very uncomfortable. The patient would schedule surgery to have it moved. The patient believed new design would be benefil to people with the device. It seemed an oval shape would be more fitting than the current square shape.